Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he bumped the insulin pump at the house and now the display appeared cloudy and the words became smeared and blurry. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the partial display. The customer was advised to insert a new (B)(6) aaa alkaline battery; the customer did so and the display returned to normal. However, the cause for the partial display and smeared words remains unclear. The insulin pump will be returned for analysis and the customer will receive a replacement device.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed the self-test. No missing segments during testing were noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.